Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additional information was no provided regarding backup insulin therapy. The customer will revert to an already acquired alternate pump for insulin therapy once it arrives. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.